Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump was unable to perform the occlusion test and no delivery test due to prime anomaly. No motor error alarm noted during testing. The motor passed motor test. The insulin pump was received with cracked display window corners, battery tube threads, reservoir tube lip, belt clip slot and scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received no delivery alarm and motor error alarm. The customer also reported that the buttons were unresponsive. The customer's blood glucose was 14 mmol/l at the time of incident. The customer stated that they were nauseous and vomiting. The customer stated that they were unable to clear the motor error alarm. The insulin pump will be returned for analysis.